Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 219 mg/dl without having eaten, after a contact detach 23", 6 mm infusion set reportedly fell out and was pushed back in before later being replaced with new supplies; troubleshooting and education were provided advising against reinserting a dislodged site, and there were no device alerts or alarms. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included no functional impairment and no hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed an unclear cause of hyperglycemia, with user technique and a potentially compromised infusion site considered relevant contributors; no device alert-related malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.